Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion, approximately 1 mm of the distal tip of an expressew suture passer needle broke off into the patient's body. The surgeon was not able to find and retrieve the fragment. However, the surgeon used another same type device to complete the procedure successfully without further issue. A patient outcome status statement was not made. The surgeon plans to x-ray the patient sometime next week in an attempt to locate the fragment and ascertain the necessity of whether to revisit and remove or not.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.